Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, high, out of range pacing impedance was observed. The guidewire was unable to be completely inserted into the lead. The lead was replaced. There were no adverse consequences to the patient.